Manufacturer narrative:
Device evaluation by manufacturer: the device returned consisted of a jetstream atherectomy catheter baton. Visual examination revealed that the infusion line and aspiration line are cut after the baton. Microscopic examination revealed no damages. The majority of the device did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found only blood on the baton.

Event description:
It was reported device contamination occurred. A 2.4mm jetstream xc atherectomy catheter was used to treat the patient. During the procedure, it was reported device contamination/foreign material was noted. No patient complications were reported. The procedure was completed via an alternative method.

Event description:
It was reported device contamination occurred. A 2.4mm jetstream xc atherectomy catheter was used to treat the patient. During the procedure, it was reported device contamination/foreign material was noted. No patient complications were reported. The procedure was completed via an alternative method.